Event description:
It was reported that post implant, a swedish adjustable gastric band patient presented with complaint of not losing weight. The physician performed surgery to assess the problem, and found that the gastric band had eroded. This gastric band was removed and discarded. A new gastric band was opened early on in the surgery. However, the surgeon then made a decision not to implant a new gastric band, opting instead to complete the operation with a sleeve gastrectomy. There were no adverse impact to the patient.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4). An unused gastric band has been received. Upon visual inspection, no discrepancies were observed on the returned product. As described within the event description the surgeon was opting to complete the operation with a sleeve gastrectomy and did not replace the band. The band that had eroded in to the stomach was discarded and not received for analysis, therefore no further investigation could not be performed. A review of the product¿s instruction for use (IFU) was performed with respect to the reported event. Erosion is a recognized adverse event associated with gastric banding and the swedish adjustable gastric band (sagb) vc. Potential causes outlined in the IFU. Evaluation of the device cannot confirm events that are physiological in nature. The packaging lot number of the primary device (implanted within the patient) was not communicated; therefore no device history record (DHR) review could be performed.